Event description:
Per email: no disposable alarm tried 3 times to fix. Spouse calling for his wife, she just got home from the clinic. No disposable alarm. Setting reviewed, tubing clamped, facility list checked. Cassette removed after pump powered off. Had spouse remove cassette, and rub tubing and push green clamp and put cassette back on. Turned pump back on, still has nd alarm. Removed cassette again, rubbed tubing, tapped cassette on a hard surface and reattached. Still has non- disposable alarm. Tubing clamped, pump powered off, repeated process again. Informed spouse that if it did not work this time he will have to call the clinic. He said they are only 15 min away from clinic and are going now and will call too. No air noted. Rga to be done. Rate 2.2 res vol 97.1 given 3.95 patient not affected. No additional information available.